Event description:
Reportedly, a reset of the device occurred.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached final analysis report.

Event description:
Reportedly, a reset of the device occurred.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached intermediate analysis report.

Event description:
Reportedly, a reset of the device occurred.

Manufacturer narrative:
Analysis confirmed the pacemaker reset occurred during the implantation procedure on (B)(6) 2023. The pacemaker inappropriately identified some electromagnetic signals as a potential failure of the electronic circuit. This led to the observed reset and de-activation of one power supply overvoltage detector, as per specifications.no hardware issue was suspected; the pacemaker could remain implanted. However, due to the de-activation of the aforementioned power supply overvoltage detector, medical procedures generating strong electromagnetic interferences had to be avoided until a corrective procedure restores the protection against power supply overvoltage. A dedicated software procedure was required to allow restoring of the complete protection against power supply overvoltage and full functionality of the system. On (B)(6) 2023, the dedicated software procedure was successfully executed to restore normal pacemaker operation and protection against power supply overvoltage.